Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that there was an alleged inaccuracy during navigation with imaging. The surgical approach was changed to correct the screw trajectory while navigating using c-arm 2d fluoro imaging after original implanting with the imaging system images.

Manufacturer narrative:
H2: troubleshooting was performed. The imaging system, navigation system, and the exact instruments used in procedure and all components were tested together and were accurate. The local representative (rep) did invalidate home on the imaging system, prior to testing accuracy. The rep invalidated home and did fluoro/rad gain calibrations. The surgeon involved in the case, also tested accuracy today. And agreed that everything appeared to be functioning as normal. He stated, that he had placed his sacroiliac screws first under imaging system navigation, then brought in the c-arm to use fluoro nav to place the rest of his screws. It was with the c-arm he noticed, that his si screws were off. Navigation was accurate with the same navigation system, so the rep believed, the issue was on the imaging system. The surgeon also stated, that they did a second spin with the imaging system, after they saw the inaccurate screws, assuming the frame had been bumped, the first time. The second spin showed the same degree of inaccuracy. And the surgeon stated, he had ensured the frame had not been touched or moved for this second spin with great scrutiny. A biomed was also present for testing. And stated, that some of the internal magnets from the track had been falling off inside the gantry. No logs were taken from the navigation system, as this appeared to be isolated to the imaging system. The surgeon acknowledged, inaccuracies in navigating imaging system imaging. Surgical approach was changed to navigating using c-arm 2d-fluoro imaging. The surgeon was able to correct screw trajectory using c-arm fluoro nav after original implanting with imaging system images. The surgeon used udg purple with a standard length drill guide a ball point probe. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Both navigation and imaging were aborted cause longer than an hour delay to the case. No reported impact to the patient.

Manufacturer narrative:
H3: the manufacturer representative went to the site to test the imaging system. The trackers failed verification. They performed recalibration and verification. Then the system was ready for clinical use. Codes: b01, c19, d15. The software team reviewed the logs. This was not a software issue. They found, that the event was, due to a hardware issue. The software was functioning as designed. Codes: b01, c19, d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.